Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon used sureform 45 stapler with green reload and when fired the stapler cut thru the tissue instead of stapling. It was stated that the tissue just came apart and the stapled line opened. It was reported that the surgeon used a backup instrument and reload to complete the staple line, and there was no injury reported. It is unknown at this time if the staples were missing from the staple line, or if the staples are still in the stapler pocket after firing and did not deploy. Intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regarding the reported event: it was reported that the patient underwent a sigmoid colectomy procedure on (B)(6) 2021. The csa stated she was present during the procedure. On the first fire the surgeon used a green sureform45 reload installed on a sureform45 stapler instrument. There was no clamping or compression issue when the surgeon fired. However, when the stapler fired, it cut through the tissue instead of stapling. The tissue came apart and the staple line was opened. The surgeon then used another reload and continued with the same sureform45 stapler instrument and continued with the case. The csa stated that the surgeon thought the tissue was sliding as the stapler was firing. The csa stated there was no tissue bunching while clamping, no impediments, and no resistance. There is no video recording available for review; she believes there are some images, and the site might not provide those due to patient privacy. She confirmed that the reload was not inspected, and there is no allegation of undeployed or missing staples. However, she did see some loose staples in the abdomen, so it is likely that the staples were from that fire. The reload and the stapler instrument were discarded and unavailable for evaluation.

Manufacturer narrative:
Based on the current information provided, the cause of the patient's intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has not received the instruments and reloads involved with this complaint. Therefore, the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Logs show part number 480445-04, lot t90200124-0037 fired qty 5 reloads (all green). All firings were completed per the logs. Firings 2 and 5 had pauses for compression, the rest did not pause during firing. There were no incomplete clamps in the procedure.